Event description:
Patient connected to optia for stem cell collection. Rn visually spotted slow leak/drip coming from the saline filter on the optia kit. The collection was paused and the lmr [laboratory manager/resident] was called. Per lmr, collection is to be discontinued, and blood is not to be re-infused. Product was disconnected from optia and cryotherapy was contacted. Patient was disconnected from optia without blood being re-infused. Vital signs taken and cvc [central venous catheter] flushed per protocol.